Event description:
It was reported that after a flash of lightning the recharger stopped working and an error code appeared. A power on reset (por) error code was displayed. The patient tried to restart the recharger, but that did not work. No symptoms, interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 37085-60, serial# (B)(4), implanted: 2011 (B)(6); product type extension product ID 3387s-40, lot# v629503, implanted: 2011 (B)(6); product type lead product ID 37085-60, serial# (B)(4), implanted: 2011 (B)(6); product type extension product ID 3387s-40, lot# v629503, implanted: 2011 (B)(6); product type lead product ID neu_recharger_acc, serial# unknown; product type recharger. (B)(4).